Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) arm involved with this complaint and completed the device evaluation. Failure analysis confirmed the error fault through review of the system logs; however, testing of the usm arm with an in-house system could not replicate the reported complaint. The usm arm passed all testing specification.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that prior to the start of a da vinci-assisted radical extraperitoneal prostatectomy surgical procedure, error 23062 occurred repeatedly. The intuitive surgical, inc. (Isi) clinical sales representative (csr) received phone assistance from the isi technical support engineer (tse). The customer performed system power cycle several times, but the issue was not resolved. The tse confirmed repeated recoverable error 23061 in the logs pointing to an issue on axis 4 of the universal surgical manipulator (usm) 2. The surgeon elected to disable usm 2 and continued the procedure with the other three usm's. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained additional information. The customer disabled usm 2 and continued the procedure with three usm's for the rest of the procedure. The procedure was completed with the same da vinci system. There was no patient impact due to the issue.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed repeated error 23062 on universal surgical manipulator (usm) 2. The fse replaced usm 2 to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm involved with this complaint; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.